Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the k-wire in question had been bent already when it arrived at the hospital. This k- wire was not used in surgery. This k- wire was delivered as a replacement for the previous defective product captured in (B)(4). This report is for one (1) k-wire ø0.8 l150 sst 10u. This is report 7 of 10 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.